Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was throwing up and was unable to hold down fluids. Therefore, the patient experienced high blood glucose level and diabetic ketoacidosis, which was self-treated with the bolus. Consequently, the patient was admitted in the emergency room, as the blood glucose level was 340 mg/dl, had ketones and mild diabetic ketoacidosis which was assessed by the health care professional. Reportedly, it was due to a bent cannula. Further, the patient stayed there for about 3-4 hours and was treated with unspecified intravenous fluids, nausea medicine, insulin via injections. When the patient left the emergency room, the blood glucose level was about 340 mg/dl and the ketones were still present. Subsequently, the patient was admitted to the intensive care unit on (B)(6) 2019. The blood glucose level was 355 mg/dl and the infusion set had been in use for about two days. The patient received some unspecified intravenous fluids, nausea medicine, insulin via injections as the corrective treatment which resolved the issue. The patient was released from the hospital on (B)(6) 2019, with the blood glucose level of 112 mg/dl and there was no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.